Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported use after expiration date issue was able to be confirmed. It should be noted that the hi-torque guide wires instructions for use, states: refer to the device label for any additional product-specific indications that may apply. A review of the labels attached to the electronic lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of (B)(6) 2018. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to use error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional hi-torque guide wire referenced is filed under separate medwatch report.

Event description:
It was reported that during a peripheral procedure to treat a target lesion in the leg, two hi-torque pilot 200 guide wires were used. There was no reported device issue with either guide wire and no reported adverse patient effect. However, at some time, it was noted that the guide wires had been used after expiration date. No additional information was provided.